Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury. No failure detected during investigation. Product functions as intended. No reporting obligation.

Manufacturer narrative:
Manufacturer evaluation: the elan 4 electro control unit was returned to the manufacturer for evaluation. Machine functional checks were performed. No system issues were identified. Functional testing was performed which confirmed that the unit was operating properly. No device malfunction was observed or identified during the evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported event was not able to confirm a device issue which would have resulted in the malfunction.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga800 - elan 4 electro control unit. According to the complaint description, the device turned off and restarted automatically during surgery. This malfunction caused a surgery delay. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).